Event description:
It was reported by the patient that she underwent a gynecological procedure on an unknown date and mesh was used. Approximately four years ago, the patient started having incontinence which then worsened. She also had a rectal prolapse that came out about seven inches. The patient then had a transvaginal prolapse and it was discovered that she had a mesh erosion and scarring. The patient experienced severe pain in her pelvis and back and has pain in all of her body. She can&apos;t have sex and can&apos;t go anywhere. The patient voids about thirty times a day. The patient was prescribed multiple pain medications and is planning on having surgery to remove the mesh.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent mesh removal on (B)(6) 2012.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 06/16/2016 additional information: age/date of birth.

Manufacturer narrative:
(B)(4). It was reported that patient underwent trigger-point injection with release of pelvic floor trigger points on (B)(6) 2014, and (B)(6) 2015 by dr. (B)(6). It was reported that patient underwent implantation of sacral nerve stimulator and removal of right sacral lead on (B)(6) 2011 by (B)(6) md for refractory urinary urgency and urge incontinence. It was reported that patient underwent trigger point injection with release of pelvic floor trigger points on (B)(6) 2014 by (B)(6) md for pelvic pain and levator spasm. Patient had interstim I placement on (B)(6) 2011 by (B)(6), md for refractory urinary frequency, urgency and urge incontinence. No additional information was provided. No additional information was provided. Resubmission with the correct file number (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).